Manufacturer narrative:
We are waiting on this unit to be returned so an investigation can be conducted. A follow-up report will be submitted once the investigation is complete.

Event description:
Staff used lift to put resident on toilet. When they were going to lift resident off toilet, they noticied lift give way, and did not lift resident. The resident was not injured.